Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced chest pain and symptoms consistent with a heart attack, prompting a call to emergency medical services (ems). At the time, the patient¿s cgm was displaying a ¿high¿ glucose reading. However, upon ems arrival, a bg meter reading showed a value of 30 mg/dl. The patient was transported to the emergency room by ems. The patient was unable to recall what medication, or treatment may have been administered by ems during transport. Upon hospital admission, the patient was treated with insulin and remained hospitalized. As of the report date ((B)(6) 2025), the patient was reported to be in stable condition and still in the hospital. Although additional attempts were made to obtain further clarification regarding the event, no response has been received to date. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.